Event description:
It was reported via repair work order that the power cord had a loose power prong and was missing the ground prong. No adverse consequence or clinically relevant delay in treatment was reported.